Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a cartridge change, fluid was observed leaking into the pump chamber and the cartridge was found broken, preventing insulin from filling the tubing; the user then replaced the cartridge, performed a site change, and successfully resumed insulin delivery, with blood glucose reported at 178 mg/dl and no alarms. Symptoms included no adverse physiological effects. Outcomes included no injury, no medical intervention, and continued insulin therapy after successful troubleshooting. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed a cracked cartridge with leakage into the chamber and resolution after replacement and proper setup. It was concluded that the event was attributable to a damaged cartridge and user was effectively educated on replacement and priming procedures, with device function restored.